Manufacturer narrative:
(B)(4). Concomitant medical products: persona uc ve articular surface, cat#: 42512200512, lot#: 62380375; persona tm modular natural tibia, cat#: 42530007101, lot#: 62331222. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05806, 0001825034-2018-09846, 0001822565-2018-05808. Product remains implanted.

Event description:
It was reported that the patient heard implant was recalled and is now experiencing pain after initial arthroplasty. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05806 - 1, 0001822565 - 2018 - 05808 - 1.

Event description:
No further event information available at the time of this report.